Event description:
On (B)(4) 2012, the reporter contacted animas (anm) on behalf of her son and reported a high blood glucose (bg) episode. The reporter alleged that on (B)(6) 2012, the patient was hospitalized for dka. He was discharged the following day with a bg level of "202 mg/dl." No additional information was provided regarding the hospitalization. She mentioned, however, that the patient might have an underlying condition that causes or contributes to the high bg episodes. She stated that the patient had been tested for celiac disease 1.5 years ago and might need additional testing at this time. She mentioned that the patient would start vomiting unexplainably which would cause him to become dehydrated. At that point, the reporter claimed that the patient's bg levels would rise. Through a review of the pump, the reporter noticed that no boluses were recorded in the pump's history for (B)(4) 2012. The reporter claimed that she had given a bolus that day. Due to the missing bolus recording(s) for (B)(4) 2012, the reporter stated that a doctor removed the patient from the pump. At the time of contact with anm, the patient was on a backup plan for insulin delivery. The reporter's insertion technique was reviewed and confirmed as being correct. The reporter indicated that the pump's basal program was correct. The pump's date and time were observed as being correct. The bolus history added up correctly with the tdd. The reporter denied that she had observed any bent cannulas or leakage of insulin. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for hyperglycemia. However, at this time it is unknown if the pump issue and/or use-error actually contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/22/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; the pump and was found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No boluses observed in the pump history on 6/27/12. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history.